Manufacturer narrative:
There is no documentation in the complaint file supporting an association between the liberty cycler or the liberty cycler set and the event of peritonitis. Additionally, there is no allegation against any fresenius device(s) in relation to this event. However, it is possible that the peritonitis event was related to a beach in aseptic technique as suspected by the pdrn. The allegation is not confirmed. The complaint sample was not returned to the plant for investigation. A search for companion samples indicated that the entire lot was sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis registered nurse (pdrn) it was reported that the patient had just recently started peritoneal dialysis therapy (date unknown) and was in training when the alleged event of peritonitis occurred. The pdrn suspected the cause to be a breach in aseptic technique. The patient did not require hospitalization for the event and was treated with the antibiotics vancomycin and aztreonam (route, dose and duration unknown). The patient has recovered from the peritonitis event.